Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.6 , h.6.

Event description:
Patient reported "suspected rupture." Physician reported "¿right implant rupture suspected on imaging and found on final pathology¿ and "globular structures are present that may be more consistent with silicone droplets" for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.